Event description:
Patient reported that they were injected with one syringe of juvéderm voluma® xc in cheeks and experienced, "intense headaches, nodule/granuloma on right side, cheeks still hurt." Biopsy was not provided. Two weeks later, patient fainted due to increased pressure in their head and their left arm went numb. Patient had a resting heartrate of 90 bpm, deemed not related to the device, so they went to the emergency department. They were diagnosed with urinary tract infection (deemed not related to the device) due to blood was found in urine and cell count was high. Patient had unspecified scan of head and chest; results were normal. Patient visited another healthcare professional (hcp) and was treated with two vials of hylenex® in cheeks. Patient symptoms of "extreme pain, headaches, arm numbness" continued. Patient went back to emergency department and had ddimer test and results were high. Patient experienced tightness in chest, deemed not related to the device. An angio with contras was performed with results noted as clear. Patient went back to treating hcp and treated with another vial of hylenex®. Treating hcp believes a vascular occlusion occurred so they were prescribed steroid, benadryl®, and claritin®. The headaches were ongoing. Patient had an MRI/mra; results were clear. Patient had unspecified scan of brain with contrast; results clear. Patient visited eye specialist and had a spinal tap to rule out meningitis; results normal. Patient visited a second treating hcp in dermatology office who discouraged biopsy of nodule. Patient visited another hcp who advised there may be an issue with the vagus nerve. Patient was given gabapentin. Patient is still experiencing symptoms of pain in cheeks, visible nodule on right side, possible nodule on left side, white color in cheeks, and headaches in the afternoon.

Manufacturer narrative:
(B)(4). The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of inflammatory nodule is a known potential adverse event addressed in the product labeling. The events of uti and heart rate was 90 at rest, deemed not device related, are considered an unexpected adverse drug experience.